Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens -16.00/2.0/091 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged with a same length lens that was implanted vertically due to excessive vault. The exchange resolved the problem.

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge via dry with residue/debris on product. Visual inspection found haptic torn. Dimensional inspection found the lens to be within specification. Claim# (B)(4).